Event description:
Customer reported discordant sodium (na+) results on the instrument. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant sodium (na+) results is unk.